Event description:
While the bottle was being filled during procedure, the side wall of the glass bottle ruptured, sending glass across the room. Neither the patient nor the operator were injured. At that time, the procedure was aborted. No patient harm.